Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cutter was not cutting properly during a vitrectomy procedure. The cutter was exchanged. Patient details were not provided with the initial report. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. No probe was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received upon follow-up and the reporter indicated that it was unknown if the probe was aspirating. After the probe was replaced, the procedure was completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. During setup the console did not recognized the radio frequency identification device (rfid) tags on the probe assembly. A block reader was then used to interrogate the rfids' programmed information and was found to have no written data on the rfid tags. If a probe is inserted with no written data to the rfid tags, the probe will not be properly recognized by the console, but can continue to function at a limited capacity. The investigation revealed that the customers event is related to a rfid issue with the probe. The root cause is a missed step in the assembly and error in the manufacturing process. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).